Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unexpected battery power loss alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was restarting itself when got moisture into the pump as customer went into swimming pool. Customer¿s blood glucose was unknown. Customer was unable to perform self test as insulin pump keeps on restarting. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.